Event description:
During an in-clinic follow-up, loss of cardiac pacing was observed on the right ventricular (rv) lead. The cause of the event was due to patient movement after the procedure, which caused dislodgement of the rv lead. The dislodgement was confirmed with diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was stable.